Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited increased threshold measurements post implant. Two months later the rv lead exhibited loss of capture. Subsequently the lead was explanted three days later for dislodgement. A new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.